Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had stomach lupus and seizures. The seizures had been going on continuously for 2 years prior to the report and the patient was having ¿grand mals.¿ the patient¿s brain wasn¿t working ¿like it used to.¿ the patient noted that they hadn¿t had the little seizures in their brain for at least 23 years and hadn¿t had the grand mal seizures in 15 years. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.